Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection procedure, while using the device for pneumothorax on bulla resection line, the surgeon was able to pressed the green button however the firing was not performed. The reload was replaced to a new one, and the firing was done without problem. There was no patient injury.